Event description:
It was reported that the fenestrated bipolar forceps instrument is broken. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument was returned attached to the cannula accessory and the instrument cannot be removed due to dislodgement of the metal proximal clevis from the main tube. The clevis is intact, however, a section of the main tube interface wall has collapsed and the main tube is missing pieces. Dislodgement is likely due to overloading with a force perpendicular to one ear of the clevis. Engineering also observed the distal end of the main tube has a 1.5 inch section with light material removal. Damaged area is parallel to main tube and has a wear pattern consistent with cannula related tube abrasions. Based on the location and appearance, however, the cannula does not appear visibly damaged at the tip. High pressure against the inner edge of the cannula likely caused the material removal. Add'l investigation is underway regarding the cannula accessories. No other damage was found. A f/u MDR will be submitted if add'l info is rec'd.